Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-09, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/day) via an implantable pump for non-malignant pain. It was reported the patient was having a catheter revision today (B)(6) 2020) due to the intrathecal end of the catheter migrating out of the intrathecal space. No symptoms or patient complications reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. H6; device codes have been updated to include c62968. The previously reported conclusion code 22 no longer applies to this event and has been updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2020-july-23, additional information was received from the healthcare professional (hcp). The serial number/lot # of the catheter was unknown. The cause of the migration was "uncertain. Migrated out of canal, but anchor still in place. Coiled up just distal to the anchor". When the migration occurred was "uncertain. Definitely after (B)(6) 2019, but can't say exactly when. Assuming a few months prior to presentation". The catheter was disposed of.